Event description:
It was reported that there were coupling or communication issues. It was also reported that the pt was charging more than expected. Review of the parameters determined that the recharge interval appeared to be appropriate. Add'l info rec'd reported that the pt was reprogrammed. The pt also reported that he was able to recharge successfully. It was reported that the pt underwent an unspecified surgery to fix the issue. The pt is no longer having problems with the system. Add'l info has been requested from healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
.